Manufacturer narrative:
Additional information: b7. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation ¿ evaluation it was reported that peel-away sheath introducer was used during a suprapubic bladder catheterization procedure in a male patient of unknown age. During the procedure, a spinal needle was used to gain access. Then the sheath was advanced over the wire and into the bladder. After the procedure, the patient experienced "heavy bleeding". As a result, the patient was sedated again, and an additional procedure was performed to stop the bleeding. No other adverse effects were reported. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number for the complaint device was not provided. Cook reviewed the sales history for this customer and was able to narrow the lot down to two potential lots. A review of the dhrs for the potential lots did not reveal any quality control discrepancies. A complaint history search did not identify any other events associated with the two lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: ¿intended use the peel-away introducer set is intended for the percutaneous introduction of balloon, electrode and closed or non-tapered end catheters into central and peripheral vasculature, and for nonvascular use.¿ based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. It is unknown what caused the reported heavy bleeding. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a - common device name: additional names: knt, tubes, gastrointestinal (and accessories) d2b - procode: additional product codes: knt. H3: device not returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that peel-away sheath introducer was used during a suprapubic bladder catheterization procedure in a male patient of unknown age. During the procedure, a spinal needle was used to gain access. Then the sheath was advanced over the wire and into the bladder. After the procedure, the patient experienced "heavy bleeding". As a result, the patient was sedated again, and an additional procedure was performed to stop the bleeding. No other adverse effects were reported.